Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted grey particulate matter in the vile. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with a vial-mate adapter. The reporter stated that vancomycin 1000mg/250ml vials cored when the nurses connected the vial with the vial-mate. There was no patient involvement. No additional information is available.